Manufacturer narrative:
Investigation of the reported event has been completed. No parts have been replaced. The system device logs were received for evaluation. Evaluation of the received device logs shows that a successful system checkout was performed before treatment start. The ventilation mode was switched between manual ventilation and automatic ventilation in prvc several times. Alarms for airway pressure high and regulation pressure limited were generated every time in automatic ventilation. 30 minutes after treatment start, the system was set to standby. A successful leakage test was performed. The system was left in standby after the leakage test, no more treatment were started during the event day. On the next day, a successful system checkout was performed. Our conclusion is that alarms indicating a high pressure situation occurred as reported. However, there is no indication of a technical malfunction in the system at the time of the event based on that system checkout was successful before and after the event, no parts have been replaced and there is no entry in the technical log that would indicate a technical failure in the system. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for high airway pressure and it was not possible to ventilate the patient. There was no harm reported. Manufacturer´s ref #: (B)(4).